Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the doctor was trying to replace a blade in a proximal femoral nail a (pfna) which was inserted over 2 years ago. The patient had complained of lateral migration pain. X-ray showed that the blade originally inserted was too long. Upon trying to replace the blade, the doctor could not lock the blade with the screwdriver. He decided to just to leave the blade out and saw no complication to the patient without a blade in. After the operation he could not get the blade off the screwdriver despite physical effort. Later the blade was removed with the removal instrument with force. No fault of threads on the insertion instrument were recognized. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.